Manufacturer narrative:
Date rec'd by MFR: 05aug2019. Date of report: 06aug2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse confirmed there was a misalignment of the touch position. The issue was not fixed by calibrating. The fse replaced the touch screen to fix the reported issue. After this repair, no other abnormality was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 24sep2019, b4: 25sep2019. The touch screen assembly was received for evaluation and failure investigation was completed. Visual inspection of the touch screen assembly revealed no evidence of damage or contamination. Resistance measurements were performed on the touch screen assembly. Further investigation concluded that the resistance (ul_lr and ur_ll) and resistance ratio were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 29may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported that the inspiratory positive airway pressure (ipap) and alarm silence buttons, along with some other buttons on the touch panel, do not work. A touch screen malfunction was reported. The device was not in clinical use at the time the issue was discovered.